Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was binding during the first half of travel. The drawer was removed and examined for wear marks or a misaligned center divider. A field service engineer (fse) adjusted the guide rails in the cabinet, reinstalled the drawer, and ensured it was no longer binding. The fse checked connections, adjusted the pixie bus cable, and removed debris to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the main auxiliary drawer 3.2 half-height could not be recovered and would not open. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.